Manufacturer narrative:
(B)(4). The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigators were unable to power up the pump; there were no display and no audible alarm functions observed. A leak test was performed, and leaking was found at the display lens and the battery compartment. Residual moisture was observed inside the battery compartment, on the display screen, and on the pcb. Investigation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was evidence of corrosion under the button key contacts.

Event description:
On (B)(6) 2011, the patient was swimming with the pump and then noticed moisture under the pump's screen. The pump alarmed indicating that the battery needed to be replaced; however, the patient did not have a replacement battery at the time. When this occurred, the patient went to his backup plan. The (B)(6) ((B)(6) 2011), the patient replaced the battery but now the keypad buttons were not activating the desired pump functions. The patient did not see any moisture in the battery compartment and confirmed the battery cap was on tight. The pump reportedly does not have any physical damage to the casing and the keypad buttons. There was no reported adverse event associated with these complaints. A replacement pump was sent to the patient.